Manufacturer narrative:
Analysis cannot be performed, no lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges that she experienced an infection in the left (os) eye while using the device. The patient sought medical treatment from the ER unit at the hospital and was prescribed prednisolone acetate eye drops. The following day the patient sought follow-up care from an ophthalmologist who prescribed two eye drops, unspecified, and provided the patient with a sample of cyclopentolate hydrochloride ophthalmic solution. The patient was then referred to a specialist at (B)(6) eye institute where she has been seen for several visits. (B)(6) initially suspected the patient had uveitis but have also discovered that the patient also suffers from an autoimmune deficiency and feel that the difficulty the patient is experiencing may not be related to her lens use. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.